Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. The pcu event log shows that the pump module was programmed to infuse a basic infusion at 999ml/hr with a vtbi of 500ml at 11:06 am on 18 may 2018 and ran until 11:11 am when a channel disconnect occurred and the device was removed from the system. The volume recorded as being infused during this period was 82ml. The root cause of the overinfusion was user programming. Devices not received, log review only.

Event description:
The customer reported that an over infusion occurred. No patient harm occurred. The biomed requested an event log review to determine if the device was manually programmed without guardrails at a rate of 999 ml/hr.